Manufacturer narrative:
(B)(4). The unit is not repairable and will not be returned for evaluation. As per the user facility's biomedical technician (biomed) the batteries were last replaced in april, 2016. The unit is charged whenever it is being used which is regularly. When tested by biomed they found the unit had 10 of the 24 volts (v) so the unit would switch over to battery but would quickly shutdown. He found the charging cord to be bad. A replacement cord is no longer available. Per biomed, they are retiring the device from use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit would not charge. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint has been confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.